Event description:
Information received from the field does not address the patient's clinical status but notes that strips showed varying atrial capture thresholds. Thresholds had also increased since implant. The lead was successfully repositioned.